Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. However, it is in the opinion of the consumer that the cause of the peritonitis was infection from a gallbladder issue. A batch review was performed for the potentially associated lot numbers (h10j19024, h10l11035). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous consumer report from the USA of infection from gallbladder issue and peritonitis with (B)(6) for three different bacteria in a male patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2009, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced infection from gallbladder issue. On an unknown date, the patient experienced peritonitis. Treatment information was not reported. Dianeal therapy was ongoing. The cause of the peritonitis was infection from gallbladder issue. At the time of this report, the patient was recovering from the peritonitis. The outcomes for the events of infection from gallbladder issue were not reported. An opinion of causality was not reported.